Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 27-aug-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 305 mg/dl after announcing a meal. The event was addressed by performing multiple supply changes, after which glucose levels stabilized. No outside medical intervention was required.